Event description:
Boston scientific received information that shortly after the implant procedure, this left ventricular (lv) lead exhibited loss of capture (loc). The lead was observed to have dislogdged from the initial implant site. The pocket was reopened and the lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, slight deformation of the outer conductor coils 457-463 millimeters (mm) from the terminal pin, that were felt to be due to suture sleeve tie downs. Analysis noted no visual signs of damage or defects to the tip spiral. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid. Analysis could not confirm the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.